Manufacturer narrative:
(B)(4). Batch # m52v2z. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No information. What confirmation was received that the device was fully fired? No information. Were there any staples missing from the staple line? No information. Was the cut line fully circumferential around the target tissue? Yes. If the device fully cut, were all tissue layers present in both donuts when inspected? No information. What was the appearance of the donuts? No information. The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open sigmoidectomy, all deployed staples were almost unformed though the target tissue was cut at firing between the colon and the rectum. The device was fired by a young doctor. The firing force was higher than expected. The washer was uncut. Another device was used to complete the case. There were no adverse consequences to the patient.